Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a ventricular tachycardia (vt) ablation procedure, a pericardial effusion occurred. After the patient was transferred from the cath lab, a routine transthoracic echocardiogram (tte) revealed a pericardial effusion had occurred. Location of the effusion was not specified. A drain was placed on (B)(6) 2021 and removed (B)(6) 2021 and a CT scan showed the effusion had resolved. The patient is currently in stable condition. There were no performance issues with any abbott devices.